Event description:
On (B)(6) 2013 the reporter contacted animas alleging a loss of prime issue with that the pump needed to be primed more often. There was no additional information available for this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.